Manufacturer narrative:
A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is confirmed. No devices were returned to customer quality (cq), but photos provided visual evidence that the tip of two 03.636.001 screwdrivers broke. A portion of the distal tips appear to have sheared off obliquely. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. A visual inspection of provided photos and drawing review were performed at cq as part of this investigation. No product design issues or discrepancies were observed. There is no clear visual evidence that these part#/lot# combos is valid. Devices were not returned, and photo in attachment to complaint is not clear enough to confirm part #, lot# combinations that were reported. A dimensional inspection, material check and hardness check could not be performed at cq as the devices were not returned to cq. Relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. No new, unique or different patient harms were identified as a result of this evaluation. Lot number 7426174 belongs to part # 03.620.001 and not to this part #03.636.001. It was reported inadvertently on this report. Lot number is unknown for this report. UDI: (B)(4), lot number unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review could not be requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that additionally one (1) stardrive screwdriver t25 with t-handle was identified broken prior to when the surgery started.

Manufacturer narrative:
Patient age or date of birth and weight not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to been received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unknown procedure on (B)(6) 2017, the stardriver screwdriver shaft for universal reduction screw broke. There was no patient harm and all fragments were removed from patient. Surgery was completed successfully utilizing another device that was readily available. It is not known if there was a surgical delay. Concomitant device reported: screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft for universal reduction screw this is report 2 of 3 for com-(B)(4).